Event description:
Cna, alleged that she found maintenance, pinned in the bed and helped him get out by pulling the bed off of him, so he could get his wrist out from between the lower and upper frame. He was in the process of replacing a hi-low actuator. The hill-rom technician was dispatched and reported that he found the bed on its side with the hilow drive mount pins were removed. Tsr reported that there were no witnesses to the alleged incident. He could not see any support devices near the bed and from his observations does not believe that the hill-rom technician was dispatched and reported that he found the bed on its side with the hilow drive mount pins were removed. He reported that there were no witnesses to the alleged incident. He could not see any support devices near the bed and from his observations does not believe that the bed was being supported properly. Service manual, man 136rc, section 4.4, hilow motor actuator: removal, page 4-16 item 2 reads "use jack stands to block up beneath bed to maintain its hilow position when removing the hilow motor actuator from the bed". He stated that the maintenance department reported that his wrist sustained a substantial laceration.